Event description:
This lead was implanted on (B)(6) 2001 and remains implanted. It was reported to technical services on 07/18/2011 that it has fluctuating thresholds of 1.7v to 2.5v. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).